Event description:
The physician reported that he has not interrogated the patient's vns device yet. The patient's medication was adjusted, and his seizures have become less frequent. The increased seizures previously were at the pre-vns seizure frequency level. There were no external factors known to have contributed to the increased seizures.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. Clinic notes were received indicating that the onset of the seizures was acute and that the patient had several seizures. The patient was given additional medication. No known surgical interventions have occurred to date.